Manufacturer narrative:
The cause of breakage cannot be positively determined. However, the damage is indicative of material fatigue, the result of applied forces and heavy usage over time.

Event description:
The thoracic probe was used by the surgeon to create a pilot hole in the left l5 pedicle. When trying to remove the probe, the probe broke and the tip remained in the pedicle. The tip was later drilled out and removed from the pedicle. An unintended step was needed to remove broken piece, therefore, a report shall be filed. Contact reported no adverse consequence to patient.